Event description:
It was reported that a patient underwent a spinal fusion procedure. During surgery, the awl broke during use. No broken pieces were left in the patient.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visually confirmed approximately ~10mm of the instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. Conclusion: the above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.